Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited poor atrial lead performance. Additional information indicated that the lead had low sensing amplitude and high pacing threshold. The lead was explanted due to these events. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. This lead's allegations were not confirmed. However, setscrew marks were noted on the terminal pin. Presence of tissue was also noted in helix. This lead passed testing.